Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A crack in the hub was noted on the returned device; therefore, the leak was confirmed. It may be possible that over-tightening or cross threading of an inflation device or syringe caused the luer to crack; however, this could not be confirmed. It should be noted that the armada 14 instruction for use provides instructions for preparing the pta catheter including purging the device of air prior to inserting into the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the crack in the hub and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.0 x 40 mm armada 14 dilatation catheter was advanced to the moderately tortuous and moderately calcified posterior tibial artery without issue and prepped for use in the patient anatomy. Negative was pulled and air bubbles were noted in the indeflator. A hole in the balloon was suspected. The device was removed without difficulty and there was no adverse patient effect. There was no clinically significant delay. A second same size armada 14 was used without issue. No additional information was provided.